Manufacturer narrative:
The left ventricular lead was successfully repositioned and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead had become dislodged. A revision procdure was performed; the lead was successfully repositioned and remains implanted. No additional adverse patient effects were reported.